Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor passed incoming testing and was able to detect and treat. However, upon eval, the monitor began to reset and the service codes were able to be duplicated. The cause of the resets was an intermittent connection at bga component u500 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her monitor. The pt's download revealed a code 107, code 204, and pi/pv faults. The pt was issued a replacement monitor.